Manufacturer narrative:
The user experienced severe hyperglycemia with high ketones requiring ems transport and hospitalization while using ilet therapy. The user reported no alerts indicating insulin delivery had stopped and stated the infusion set was not kinked. Engineering review identified no device malfunction alerts or factory resets on the reported event date. Device logs demonstrated appropriate insulin delivery requests in response to glucose values and documented a cartridge change followed later by an occlusion alert. Additional occlusion alerts occurred after the hospitalization. The available data do not demonstrate a device malfunction preceding the hospitalization; however, the reported hyperglycemia requiring hospitalization occurred while the device was in use, and a device contribution cannot be definitively excluded. Based on the available information, the cause of the event remains undetermined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with a reported blood glucose level of 400 mg/dl resulting in hospitalization. The user was treated with IV insulin and IV fluids and remained hospitalized from (B)(6) 2026 through (B)(6) 2026. The user recovered and resumed ilet therapy following discharge.